Manufacturer narrative:
(B)(4). D10: 1 plate - unknown part, unknown lot. 1 screw - p50-053-2520, wv2010756, bg lkng scw 2.5x20mm. 1 screw - p50-053-2526, pa10390005, bg lkng scw 2.5x26mm. 2 screws - unknown part, unknown lot. The complaint sample was evaluated, and the reported event was confirmed. The screw was confirmed to be broken. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved is unknown. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During a planned hardware removal 3 screws broke and 2 other screws were stripped at the hexalobe. Foreign bodies remain in the patient from the 3 screw breaks; none of which were prominent. This event delayed the procedure by 10 minutes with no impact or harm to the patient reported. This was a scheduled plate removal as the hardware had been implanted within an adolescent patient (17-year-old wrestler) and placed around the growth plate. The surgical plan was to remove the plate once the bone had healed so it would not interfere with the growth plate.